Event description:
In 2008, the patient reported elevated blood glucose readings from 8.9 mmol/l (160.2 mg/dl) at 7am today to 27 mmol/l (486 mg/dl) after dinner. Her normal blood glucose range is in the 7.0 mmol/l (126 mg/dl) range. Symptoms are fatigue and dry mouth. She stated that after dinner this evening, she received an 04 (occlusion) error on her insulin infusion device. She said she then filled a new insulin cartridge, changed to a new infusion set, and changed the motor battery. She said when she tried to check her basal rates on the device, the device would return to the run mode. To troubleshoot, the patient was instructed to try to complete the prime cycle. The patient did so, but could not complete the cycle as the device went to the run mode. The patient switched to a previous infusion device. On follow up with the patient on two days later. She stated she is feeling well and her blood glucose is doing very well. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.